Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that during stage 1 and 2, blood got inside the tined lead before deploying the tines and the lead was never implanted. The doctor suspected the possibility of the lead being faulty or compromised and chose to get a brand new lead to implant. No further complications were reported.

Manufacturer narrative:
(B)(4). Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Product ID: neu_stylet_acc, lot# unknown, product type: accessory; product ID: neu_stylet_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis,